Event description:
It was reported that during a da vinci hysterectomy procedre, the wires were broken from the mega needle driver instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. An additional observation not reported by site was that the instrument pitch cable was frayed at the distal idler. No damage found on the clevis. An additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There are indentations at the edge and surface of the distal pulley and visible scratches. No other damages were found. Failure analysis concluded, that the mechanical indentations/burrs damage may be due to likely mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of broken cable, if to recur could cause or contribute to an adverse event.